Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed, calcified lesion was located in the average tortuous middle right coronary artery (rca). The physician attempted to advance the taxus express2 3.00x28mm drug eluting stent, but the stent delivery system (sds) was unable to cross the lesion. It was noted that the stent was lifted up. The procedure was completed with another taxus express2 stent. There were no patient complications and the patient status is listed good.